Event description:
It was reported that within a few months after implant, the right ventricular (rv) lead was removed and replaced due to high thresholds and undersensing. It was also reported that the right atrial (ra) lead was removed and replaced due to dislodgement and phrenic nerve/diaphragmatic stimulation. It was thought that the patient might be a possible twiddler. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.